Event description:
Information was received that while a smiths medical tracheostomy was in use, the cuff began to leak at the cuff. It became uncomfortable to the patient. A new tracheostomy was placed as a result. It was reported that a bronchoscopy was performed on the patient; however, did not reveal any issues that would have led to the device failure. The incident has been resolved.